Manufacturer narrative:
The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, the most likely cause of the loss of seal could not be determined. Clinical was unable to find substantial evidence to support the following events; aneurysm growth; type 5 endoleak (endotension) and patient currently alive due to the lack of any medical documentation or imaging. Several attempts were made to retrieve the medical records and images on the following dates: 2017-06-06, 2017-07-20, 2017-09-18 and 2017-09-25. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The patient was reported as alive; there have been no further reports of a repair procedure, or any other negative patient sequalae. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
A patient previously implanted with afx devices to repair an abdominal aortic aneurysm. The patient was initially implanted with bifurcated stent and a suprarenal aortic extension. An unknown diameter increase of aneurysmal growth, endoleak type 5 was reported. Endoleak could not be confirmed. Patient has been reported as stable.